Event description:
The complainant reported that an automated impella controller exhibited sensor failure. The sensor did not prompt any intervention. There was no reported harm or injury to the patient.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The console was tested in the engineering lab and the error unable to reproduce. The fringe pattern show that the optical bench was working as expected. The root cause of the issue was not determined since issue couldn't be reproduced. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.